Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation to confirm the alleged defect, and determine the root cause. Root cause is unknown. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges the " nebulizer adapter which was attached to 040-00. The complaint was that water was spraying out the adapter and puddling on the floor."alleged issue reported as occurred during use. No patient injury or consequence reported.